Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had frozen screen, and audio beep anomaly. The customer's blood glucose level at the time of incident was 542mg/dl. The customer declined to troubleshoot for the highs. The customer was unable to complete pump troubleshoot at the time of call.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No watchdog timeout, audio/beep anomaly, or frozen screen was noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners noted.